Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon (in training) inadvertently implanted the second stent posterior to the trabecular meshwork (tm). Per report, the surgeon implanted an additional stent to maximize the flow, and the misplaced stent remains secured in situ without movement. The report also noted that patient movement contributed to the reported event. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified, however patient movement and surgical technique/experience with the device contributed to the reported event. MFR# reference: (B)(4).